Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, nickel sensitivity, chronic back pain, inguinal mass, vaginal discharge, dysfunctional uterine bleeding and ovarian mass. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorrhea"), genital haemorrhage ("genital bleeding") and infection ("infection `"). The patient was treated with surgery (endometrial ablation on (B)(6) 2018 and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage and infection outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs and mr received: events: menorrhagia, pelvic pain, bleeding, infection, dysmenorrhea were added. Essure insertion date, removal date, removal surgeries were added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.